Event description:
It was reported that the patient experienced a loss of therapeutic effect and was "not acting like it should" which began about 2 weeks ago. On (B)(6) 2012, it was noted that her implantable neurostimulator (ins) therapy had worked from yesterday afternoon to this morning but now, suddenly, had a loss of effect (incontinence). There was no known event that may have caused this but it was reported that she did have a surgical procedure for varicose veins 6 weeks ago. The patient changed from program #2 to 3 and noted that her amplitude had always been at 8.5 volts. The patient then changed to program #4. Her physician then recommended that she turn off her ins for the ((B)(6) 2012) and then turn it back on again on (B)(6) 2012. The patient was going to meet with her physician who instructed her that she needs to do another urinalysis for him. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3093-28, lot# v706821, implanted: 2011 (B)(6), explanted: na. Programmer: product ID, 3037 serial# (B)(4). (B)(4).

Event description:
Additional information was reported the patient kept her internal neurostimulation (ins) off since (B)(6) 2012 until (B)(6) 2012 stating she was doing better without it at the time. The patient showed no infection or issues. The patient contacted her health care provider to have ins turned back on. Patient reported no stimulation sensation no matter what program she was on and did no know the last time she had stimulation. Patient stated she turned stimulation back on to program 2 at 8.5v where she was originally before turning it off in (B)(6) 2012. Patient had not used any of the other programs for any significant period of time. The patient still was not getting any warning before bladder would void. Patient indicated she had difficulty making to the bathroom and stated she wets her clothes before she is there and finds that this is different than before. A urodynamic test determined she had 60% retention and 40% voiding. She was not self- cathing. The patient had a series of falls over a one month period and believed she had her ins checked over that time and it was fine. If additional information is received a follow up report will be sent.